Event description:
Two cooper surgical, pneumo-matic insufflation needles, were opened and tested with leaks and discovered in each's integrity. Surgeon tests needle by occlusion prior to utilizing device. Two "like" devices. Both pneumo-matic insufflation needle - 14 gauge/120mm). Needle #1 lot: 208315 with exp date: 10/04/2019. Needle #2 lot 213729 with exp. Date: 01/03/2020.